Manufacturer narrative:
The gs500 is an option that provides the ventilator with a gas supply independent from central gas supply. The field service technician checked the device on site and could identify that the reported failure was caused by a not fully seated cable which connects gs500 and ventilation unit v500. Due to the interrupted connection, the gs500 did not turn on when the air hose was disconnected from central air supply. The device alarmed correspondingly for a gs500 failure in order to inform the user. In case of a missing gas supply ventilation would be interrupted. A device log file could not be provided for a further analysis. Thus it is unknown if a device check has been performed with regards to the gs500 in order to check for a potential failure. To prevent from an unintended detachment of the communication cable, the connection is covered by a flap and secured by an interlock. Based on the available data it could not be assessed what had caused the loosening of the cable. After reconnection of the cable by the field service technician the device passed all device checks.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The customer reported that when a hospital staff member attempted to move a patient, they disconnected the air hose from the wall air outlet. The gs500 did not turn on so the staff member reconnected the air hose back to the wall air outlet. The error message gs500 failure was posted. The ventilator was swapped out. No patient injury was reported.